Event description:
The manufacturer received information alleging when they started the device for a periodical inspection, the screen was blacked out, and the device continued to operate without problems such as alarms occurring. Once the device restarted after turning the power off, the screen displayed normally. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging when they started the device for a periodical inspection, the screen was blacked out, and the device continued to operate without problems such as alarms occurring. Once the device restarted after turning the power off, the screen displayed normally. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue of the screen blacking out was not duplicated during operational checking. The screen was found to be viewable. The error log was checked and no errors indicating a device failure was recorded. The display (lcd) was tested on a test station and no failure was confirmed, the device passed all the tests. Since the service life of the device has ended, repair was not performed due to the lease of the device being up. The device will be scrapped after the lease-up processing.